Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks for an atrial driven rhythm. Technical services (ts) was consulted, and programming enhancements were discussed. No additional adverse patient effects were reported. This device remains in service.